Event description:
Physician was using device during a lap gastric bypass case and the product would not grasp and hold tissue properly. He 'squeezed and squeezed' and it would not hold the tissue. No patient harm. This is not the first time this has occurred with this type of device. This was not a new procedure for this physician.